Event description:
On (B)(6) 2012, the reporter called animas alleging that the up down and ok keypad buttons are sticking and must be pressed hard several times before responding. There are reportedly no cracks/tears in keypad and there has been no trauma or water exposure. The pump is not cleaned and is worn under a garment. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.testing confirmed intermittent/sticking responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'up', 'down', 'ok' and 'contrast' buttons engage..observed damage to the keypad-the keypad cover is torn across the 'ok' button, exposing the button contact. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to the complaint, the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.